Event description:
It was reported to philips that the flexvision pc did not start up and the monitor failed to display images. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) visited the site and identified that the large display monitor was not displaying any feed. Upon further troubleshooting, the fse confirmed that the flexvision pc was defective. The philips engineer replaced flexvision pc and reloaded the software to the system. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.